Manufacturer narrative:
(B)(4). Q core's distributer became aware of the complaint on october 26, 2018, however it was forwarded to q core only on april 5, 2019. The reason for the distributor's late reporting to q core is currently being investigated. Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "pump did not stop and did not alarm at the end of the parenteral nutrition infusion".

Manufacturer narrative:
(B)(4). Note: an error occurred during submission this report, only 2 acknowledgements were received therefore this report resubmitted. Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "pump did not stop and did not alarm at the end of the parenteral nutrition infusion."